Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of snare loop embedded on polyp. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician made an attempt to cut the polyp. The polyp was successfully removed; however, the snare loop was embedded in the patient¿s tissue. After trying to extricate the device for 60 minutes, the physician pulled the device forcefully, thus removing the loop from the patient's tissue. Reportedly, there were no issues with the snare¿s cutting ability, and cautery was working (as evidenced by tissue blanching). The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.